Event description:
It was reported, by the consumer, that post a coronary drug eluting stenting treatment procedure, chest pain occurred. Post implantation of a taxus express2 drug eluting stent, unknown size, the patient experienced "pain around the chest area" and a recent MRI revealed "metal particles" in his liver. Additional information regarding this event has been declined.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.